Manufacturer narrative:
(B)(4). This complaint was confirmed from the complaint text as due to transfer set tubing being pulled off the catheter adapter accidentally. This was most likely produced when the patient's husband inadvertently tripped over the extension set tubing, pulling connected devices off the catheter adapter. A labeling review was performed which found the labeling adequate for the use error in this complaint. Per labeling review, instructions relevant to the complaint are documented in the product labeling and are easily accessible to the user.

Event description:
During a follow up call to the home patient (hp) by baxter product surveillance (bps) regarding an unrelated event, the hp stated she had experienced peritonitis the previous week. The hp stated "the metal adapter from the catheter became loose and as a result solution came out and they were not wearing gloves or a mask which then resulted in an infection". There were no further details provided at the time of the initial report. On (B)(6) 2011, follow up information was received by bps from the patient's peritoneal dialysis nurse (pdn). The pdn confirmed the patient has had only one case of peritonitis and was diagnosed with the peritonitis on (B)(6) 2011. There was no exit site or tunnel infection associated with the peritonitis. The patient received remedial treatment with vancomycin 1 gm ip (intraperitoneally) every 5 days x 4 doses. No other treatment was reported. The patient's peritoneal dialysis (pd) therapy regimen at the time of the peritonitis was not reported. The pdn stated the patient has recovered from the event of the peritonitis. No concomitant medications were reported. On (B)(6) 2011, additional information was received from the pdn. The nurse reported that the cause of the peritonitis was that the patient's husband had tripped over the patient line during peritoneal dialysis therapy, which then became disconnected between the end of the catheter and titanium adapter (brand unspecified). There were no further details provided. The facility nurse reported the cause of the peritonitis event dated (B)(6) 2011 was caused by the husband tripping over the patient line causing the separation. The pdn stated that the cause of the peritonitis was not related to a baxter pd solution or pd device.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.